Manufacturer narrative:
D10: 300-01-13 -equinoxe, humeral stem primary, press fit 13mm, 310-01-47 -equinoxe, humeral head short, 47mm (beta), 300-10-45 - equinoxe replicator plate 4.5mm o/s, 314-06-34 - large, right 16 post aug uhmwpe glenoid, should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via clinical study, that a 52 yo male patient, who had a right tsa, reported they tried to throw a ball while in a swimming pool, and heard a crack. They did not seek help. They were seen in the clinic and physio was ordered, which the patient failed to attend, or follow exercises. At the next review, an uss, (ultrasound scan) was ordered. The patient failed to follow this up. Then MRI, (magnetic resonance imaging) was ordered and they were seen by a consultant and were listed for a rpsr. The study indicates the event was definitely not related to the devices or the procedure. No actions were taken, and the outcome is continuing. No further information.